Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint confirmation of a frozen screen on the application could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a screen display frozen on the cgm g5 mobile application occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.